Event description:
The company was informed that the pt has been having infection since the implant of the device. Advanced bionics is in the process of gathering more information. Once more info is available, a supplemental report will be submitted.